Event description:
Multiple malfunctions; error codes, lcd display and front panel don't work, battery will not hold charge, empty alarm with IV bag full, no display on panel and alarm always, transducer problem. Main board problem, fuse problem, restriction motor problem.